Manufacturer narrative:
There is no way of knowing whether this device was manufactured by foshan r. Poon medical products co., ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR: consumer alleges the seat on the shower chair cracked during normal use. Consumer did not have the model of the chair because she was not by the chair.